Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper arm actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), the gripper arm did not lower. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported gripper actuation issue was not confirmed during the returned device analysis as the device performed as expected. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from gripper actuation issue from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.